Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. The patient was treated with unknown antibiotics. On an unreported date during hospitalization pd therapy was discontinued and hemodialysis (hd) was started. At the time of this report the patient remained hospitalized, continues with hd and is recovering from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.